Event description:
Customer reported, the system made a popping noise and stopped displaying images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and regreased the high voltage connectors. System operates as intended.